Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (damaged lens) issue. There were reportedly ink spots and cracks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed cracks around the perimeter of the display lens. The display screen was found to be clear and legible. Unrelated to the complaint, the bolus button cover was found to be detached from the pump and the bolus button was unable to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.